Event description:
During the pvc ablation procedure, communication issues with the mapping catheter resulted in a delay in procedure. It was noted that the advisor hd grid would not go into high confidence mode. After a thorough voxel cloud was made, the catheter would still did not go into high confidence mode despite being within the voxel cloud. No data was able to be collected from the paddle of the advisor hd grid. The dws and amplifier were both rebooted, but the issue still remained. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Multiple short circuits could be found across multiple splines. Further investigation revealed the presence of saline crystals within the pellethane tubing. There were no anomalies noted regarding the distal irrigation coupler. Electrodes 1-18 and the sensors met specifications for acceptable resistance values with no open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the saline within the pellethane tubing remains unknown.